Manufacturer narrative:
The identified failure of no audio was isolated to the defective main pcb. The mfg facility has previously initiated a corrective and preventative action associated with mfg confirmed failures isolated to the main pcb. Info has been added to the database for trending purposes.

Event description:
On (B)(6) 2012, a customer report was received with a reported failure of "unk". During service repair on (B)(6) 2012, the service technician identified a failure of "no audio".